Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was not communicating due to software issue. A technical support specialist dial in to the station, reviewed the knowledge article and runed set of queries to resolve the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system station was not communicating. The customer reported that users were unable to remove medications. There was no pro long delay in dispensing the medication as the user was able to obtain the medications from another station. There were no adverse events or injuries reported based on this event.